Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer had an issue with the reservoir. Customer stated that the reservoir does not hold in the pump. Insulin pump will be replaced. No additional information provided.